Manufacturer narrative:
The following observations were made during the visual inspection: third-party catheter. The test showed that the progav 2.0 shunt system is non-permeable. To determine the location of the occlusion, the shunt system was dismantled and each element was tested individually for permeability. The test showed that the progav 2.0 is permeable, whereas the shuntassistant is non-permeable. The computer - controlled test showed the opening pressure of the progav 2.0, at a reference flow rate of 20 ml/h in a horizontal position of the valve, to be 1,28 cmh2o. This is not within the specified tolerance of 9 cmh2o ± 3 cmh2o. An applied pressure of 9 cmh2o, with the device in the horizontal position is expected to have a resultant pressure of 9 cmh2o ± 3 cmh2o. According to our results, we can detect an accelerated outflow. Due to the non - permeability of the shuntassistant, the computer - controlled test is not applicable. The progav 2.0 was found to be adjustable to all pressure settings. The shuntassistant is a fixed pressure valve, therefore the adjustability test is inapplicable. The braking force of the progav 2.0 was within the specified tolerance and the brake function operated as expected. After dismantling of the valves, deposits were found in both valves. Based on our investigation results, we have determined that there was a blockage in the shunt system at the time of our investigation. Detected deposits could be named as the cause of the blockage. Endogenous substances in the csf can temporarily impair the function of the valve and are described as concomitant symptoms in the hydrocephalus therapy. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. From our point of view, no further regulatory actions are required.

Event description:
It was reported that a progav 2.0 shunt system (part # fx413t) was implanted during a procedure performed on (B)(6) 2022. According to the complainant, the shunt system was believed to have adjustment difficulties. The patient underwent a revision procedure performed on (B)(6) 2022. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Same event as medwatch# 3004721439-2022-00360.